Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of a deformed blue winged luer cap was observed. The blue winged luer cap was found to be in normal condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the blue winged luer cap of an extra-large volume intermate was deformed. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.